Event description:
Customer reported a past low blood glucose event with no specific cause identified. Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Customer consumed carbohydrates as a corrective action. Recommendation was made to consult with a healthcare provider regarding diabetes management.